Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No previous complaints have been received on this issue for this item/lot number. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2011-00144. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent bilateral knee arthroplasty on (B)(6), 2007. Patient underwent bilateral bearing revision surgery on (B)(6), 2011 due to wear. No further complications have been reported.